Event description:
It was reported that during an atrial fibrillation ablation procedure in left atrium, a nrg transseptal needle was selected for use. The device was connected and in ready mode however when it was energized at the septum, there was no puncture seen. The cable was replaced with a re-sterilized one. The procedure was completed successfully without rf energy being applied as the needle crossed into the previous transseptal puncture site. No patient complications occurred. The device is not expected to be returned for analysis. It was further confirmed via gfe dated on (B)(6) 2023, the patient had a history of transseptal puncture in the past underwent transseptal puncture again. There was no error code seen and rf was applied twice. Nrg needle was not replaced.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.